Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that syncopy led to not feeling stimulation. The patient mentioned they were not sure if the device was on during the falls. The patient said the steps taken to resolve the issue was that they had ekgs, CT scans, and 14 - 40 contrast echocardiograms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and a manu facturer representative. It was reported that the patient didn¿t feel stimulation and was having a lot of pain. The patient was able to access the therapy screen with their patient programmer (pp) and the stimulation was turned on. It was noted that the patient was on a setting that was typically too strong for them, but they didn¿t feel anything. It was reported that the patient had a fall on (B)(6) 2019. It was recommended that the patient schedule an appointment with their hcp, and imaging was suggested. No further complications are anticipated.